Event description:
It was reported that a piece of the cartridge became lodged in the pump, and multiple removal attempts including tubing fill and use of pliers were unsuccessful, resulting in a non-removable cartridge fragment and the need to replace the device. Customer care provided support that included device inspection to be performed upon return and review of provided photographs. Investigation of this case revealed a mechanical obstruction at the cartridge interface consistent with a component jam. No adverse clinical effects reported. Outcomes included no reported impact on health. It was concluded that the event was related to a device component mechanical failure of the cartridge/pump interface which required replacement of the ilet device without patient injury.